Event description:
It was reported that a malfunction occurred on the customer's pump. There was no adverse impact to the customer's blood glucose level. The customer reset the malfunction according to the instructions on tandem's website, and the issue did not recur after resetting the pump. Technical support advised the customer to continue using the pump.